Event description:
It was reported that the clinic called regarding a potential device failure. During testing it was seen that the device has malfunctioned . The mother of the pt reported that he suddenly stopped hearing a few months ago. There is no report of an accident, and no report of pain or odd perceptions.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.